Event description:
While using a cavitron 300 series g310 they allege that they no water and the handpiece and insert gets hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Evaluation tech: rmc. Ec2 main board upgrade/update. No operation due to damaged electrical contact in the handpiece cable receptacle. Debris buildup in the water solenoid. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No handpiece, aux cable wa received in for evaluation.